Manufacturer narrative:
This report is for seven (7) unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for (1) 3.5 unknown locking screw /unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of an olecranon plate and screws on (B)(6) 2017 due to the proximal olecranon pulling away from the hardware. One left 2-hole olecranon plate, six 2.7 mm locking screws, one 3.5 mm locking screw, and one 3.5 mm cortex screw were originally implanted during an olecranon open reduction internal fixation (orif) on an unknown date. The patient had such poor bone quality the screws could not maintain the fixation. The hardware was removed intact and the patient was revised using a tension band procedure with k-wire and cerclage wire. The procedure was successfully completed with good patient outcome. Concomitant medical device olecranon plate (part 02.107.102, lot 9881134, quantity 1). This report is 1 of 2 for com-(B)(4).